Event description:
Information received with return of the explanted device notes that while the patient was in surgery for a pulse generator check, the physician noted insulation damage and possible coil damage at the suture point for the atrial lead.